Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Pairing test was performed and passed. No share log was available for review. A review of the bin file was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.